Event description:
It was reported that noise was seen on this right atrial (ra) lead. Undersensing and oversensing of far-field signals on the atrial channel was also noted. The ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Received voluntary medwatch mw5151183